Event description:
Patient reported issues with pump battery not holding a charge and difficulty viewing information on worn pump screen. There was no reported impact to the customer's blood glucose level. Customer declined further follow-up and is in the process of obtaining a new device, as the current one is out of warranty.